Event description:
The customer reported that during a bricker procedure, the jaws of the device could not be re-opened while on tissue. The surgeon used another device to pry the jaws off of the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.